Event description:
Md attempted multiple times to cross a chronic total occlusion without success. The turnpike catheter was therefore removed and it was noted that a very small piece of the distal tip had sheared off and remained in the coronary. The decision was made to leave the very small piece as removal would risk more damage. The small piece would be excluded from the lumen once the stents were placed; unlikely to cause any harm. FDA safety report ID# (B)(4).